Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the original equipment manufacturer (OEM). The OEM performed a device history review (DHR) for the reported device issue of stiff angulation. It was determined that there has been no adverse event associated with the direct report of this failure mode. A review of the DHR found no anomalies during the manufacturing of the subject device. The OEM performed a risk assessment for this event and it was determined that this phenomenon is unlikely to attribute to a patient bleed. The cause for the patient bleed cannot be conclusively determined. The cf-q180al instruction manual provides users with several warnings to help prevent patient injury. Never insert or withdraw the endoscope¿s insertion section while the bending section is locked in position. Patient injury, bleeding, and/or perforation may result. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device insertion portion was laid straight on a flat surface and was coiled approximately 40 cm for testing. The control knobs were manipulated and heaviness was noted when the knobs were turned. The device bending section was set to the maximum angulated positions (up, down, right, left) and it was noted that the bending section was unable to retroflex back, when the knobs were released. The bending section mesh was removed and tightness was noted on the bending skeleton. It was further noted that the bending section required physical force to manipulate the skeleton¿s movements. The grip was removed and there was no kink, twisting or damage observed on the angulations wires. The angulations wires were removed from the body control unit (bcu) chains and the bending skeleton was found relaxed with easy manipulation when twisting. Based on the evaluation findings, the cause of the reported phenomenon is attributed to an inferior assembly. The instruction manual warns users ¿the insertion tube of the endoscope should be adjusted to the appropriate flexibility for each case. Always confirm the flexibility of the insertion tube by holding the insertion tube with two hands before inserting it into the patient, and adjust the flexibility as necessary according to the case, region and patient¿s condition during an examination. If you are unsure of the appropriate flexibility of the insertion tube, set it to the most-flexible condition. Continuing the examination while the insertion tube is set to an inappropriate degree of flexibility may cause patient pain, injury, bleeding and/or perforation.¿

Event description:
Olympus was informed that during a diagnostic colonoscopy the angulations of the scope became stiff causing abrasions and moderate bleeding at about 40cm in the patient's colon. The bleeding was controlled with a non-olympus hemostasis clips using the tamponade technique. The surgeon was manipulating the scope's left/right and up/down knobs while in patient¿s colon, when the stiffness was noted. The scope was replaced and the intended procedure was completed. The patient was discharged home in a stable condition. Additionally, the surgical technician reported that the insertion portion of the scope had been lubricated with surgilube and the scope was inspected prior to the procedure with no anomalies found.